Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 5.0, lab: 3.26.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 5.0, lab: 3.26, mean: 4.13, confident limits: 2.4-6.1. As per the internal procedure rev. 2 the inratio value and lab value are within the confident limit. Product will not be investigated.